Event description:
An unknown size driver rx coronary stent system was inserted into a patient for the treatment of a circumflex lesion. The vessel morphology is unknown. It was reported that the stent became dislodged in the proximal circumflex. A second device was inserted and was used to push the dislodged stent against the vessel wall. No additional clinical sequelae were reported and the patient's status is unknown. Medtronic has received a cd of the case and its analysis has been completed. The stent was not returned. The cd shows a number of device in the left circumflex. The dislodged stent is evident in the proximal left circumflex. It is most likely that the stent of the driver rx device was caught on the struts of a newly deployed stent thus resulting in the dislodgement. Please note that this device (drv rx/lot number unknown) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: cd evaluation. Lack of information, vessel morphology is unknown, no reports or device returned.